Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a saline mentor breast implant is developing a right breast late onset seroma. No further information was provided regarding this case. At the time of this report, mentor has received no information regarding explantation or an expected explantation date

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 6743790 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, I t was reported to mentor that the patient was 30 years old, caucasian. The date of event was (B)(6) 2019. The patient experienced pain. The affected breast implant was mentor memorygel breast implant 480cc, catalog 3505480bc, lot number is 6743790. The patient experienced surgical intervention to right breast for the fine needle aspiration of seroma fluid. The code capsular contracture was removed from right side as there is no definite confirmation of capsular contracture. The date of removal was confirmed to be (B)(6) 2019, and the date of implantation was (B)(6) 2013. The patient experienced cyst on the right side. Manufacturer¿s reference number: (B)(4).